Event description:
On may 15, 2009, this lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter has a cracked display. An no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The cracked display began the previous month, at approximately in the afternoon. One week after the reported issue began, the pt reportedly had "low sugar" and was "taking too much insulin." It is not known what specific symptoms were associated with the "low sugar." Two weeks prior to original date (unspecified time), the pt reportedly administered self-treatment with food/ beverage. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the specific "low sugar" symptoms, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because, the pt claimed that she had "low sugar" after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.